Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. There was no reported adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed replacement, tandem technical support arranged replacement pump within warranty, storage mode instructions were provided for transport, and distributor¿s representative replaced pump while original device was scheduled to be returned.